Event description:
G1p0 iol at 37wks for ghtn. Cook cervical ripening balloon inserted via speculum at 2042, both uterine and vaginal balloons filled with 80ml sterile water. Pt reported leaking of fluid at 0040. Nitrazine negative. Balloon out with tension at 0115. Upon removal, uterine balloon found to be deflated with fluid leaking from the cook catheter. Cook cervical ripening balloon lot 14773272, ref g19891, ref j-crbs-184000, expiration date: 6/7/2025. FDA safety report ID# (B)(4).